Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17791. It was reported that although the patient is receiving "good" pain relief with stimulation, she would like to undergo surgical intervention to obtain "even better" pain relief with stimulation. Surgical intervention will be taken at a later date to address the issue. It was also reported one of the scs leads has invalid impedance values; however, reprogramming had provided effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.